Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s high blood glucose level was 400 mg/dl. Customer also having another relevant blood glucose values was 300 mg/dl. The customer also reported that the insulin delivery was not suspended. The device will not be returned for analysis.